Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(blackout ).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the angle wire fluid damage, the insertion flexible tube (ift) fluid damage, the segment fluid damage, the control body fluid damage, the down pulley wire fluid damage, the left pulley wire fluid damage, the light guide cable fluid damage, the lg cable connector fluid damage, the control body corroded, the lg cable connector corroded, the light guide cable crushed, the air/water socket deformed, the operation channel leak, the insertion flexible tube (ift) bump, the operation channel resistance, and the remote control buttons transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report hr-rpt-0586(image failure) and/or the risk analysis results, it was evaluated to submit MDR.